Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive and required hard presses to elicit a response. The reporter denied damage to the keypad and noted moisture behind the display screen. The patient reportedly did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols. Investigation was unable to duplicate the complaint. No damage to the keypad was found. All of the keypad buttons responded properly. Upon removal of the keypad cover, no contamination or damage was found on any of the keypad button contacts. Unrelated to this complaint, a leak was found on the battery compartment. When the pump casing was opened, evidence of moisture damage was found inside the pump components.